Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient underwent implant of a 21 mm trifecta valve on (B)(6) 2016. In 2019, the patient had two follow-up visits. On the first follow-up visit (date unknown) , outpatient testing was performed and revealed there was no aortic regurgitation (ar) present. The peak gradient pressures were reported to be 34 mmhg and mild aortic stenosis had developed. On the second follow-up visit, mild aortic regurgitation was observed and peak gradient pressure of 31 mmhg was confirmed. The patient was seen outpatient on (B)(6) 2021 . Testing revealed the ar was now moderate with a peak gradient of 48.8 mmhg. On (B)(6) 2021 the patient was reexamined, testing revealed moderate ar, peak gradient had increased to 53.7 mmhg and heart failure symptoms. The patient was admitted to the hospital for further management and was given medication for treatment. (B)(6) 2022 the patients symptoms of heart failure worsened, severe aortic stenosis and regurgitation was confirmed. On (B)(6) 2022 the patient underwent a re-do aortic valve replacement. A 19mm non-abbott device was chosen for implant. The physician reported the left coronary cusp (lcc) of the explanted trifecta valve sclerotized, and unable to move. A significant tear was also observed between the left-right stent post of the lcc side. The patient remained stable throughout the procedure. The patient to have no problems post valve exchange.

Manufacturer narrative:
Explant was reported due to a leaflet tear. The investigation found that leaflet 1 and leaflet 3 were torn. There was fibrous pannus ingrowth on the outflow surface of leaflets 2 and 3. Leaflet 1 and leaflet 3 had fibrous thickening. Leaflet 3 contained calcification. There was no acute inflammation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Calcification is a known potential adverse event associated with bioprosthetic heart valves. Per the warnings section of the instructions for use, "accelerated deterioration due to calcific degeneration of the valve may occur in:" "children, adolescents, or young adults", "patients with altered calcium metabolism (e.g., patients with hyperparathyroidism or chronic renal failure)" or "individuals requiring hemodialysis". The limited mobility of the leaflets and tears associated with calcifications, further exacerbated by the pannus ingrowth, is consistent with the insufficiency and elevated gradient noted prior to explant. There is no indication of a product quality issue with regards to manufacture design or labeling.